Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery life was less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 3/23/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/01/2017 with the following findings: unable to duplicate ¿short battery life¿ complaint. Black box shows no evidence of short battery life, ¿cs177¿ warning occurring due normal battery wear is observed. Battery compartment is cracked at threads on the side, returned battery cap was able to fit.¿ez-prime¿ steps were performed correctly, all currents are within specification, no alarms occurred during the investigation. Pump¿s cover was removed; no intermittent condition was found to the pcb or to the cgm module.